Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786r, serial/lot #: (B)(6), UDI#: (B)(4), h3/h6 - a manufacturer representative went to the site to service the system. The computer was replaced. Codes c02, d02 apply. Evaluation of the returned computer found no fault with the component. Codes c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the monitor was displaying 'no video detected'. No patient was present. Troubleshooting information was provided. The medtronic representative (rep) was at site and stated multiple hard reboots had been performed. The rep took the covers off and verified: all connections from the monitor were properly seated; connection from the computer from monitor was properly seated. The rep unable to perform monitor output to another monitor and cable. The rep verified in the monitor settings that it was set to hdmi. The probable cause was suspected to be the video graphics card.